Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: greater then 7.5, laboratory inr: 1.4, therapeutic range: 1.4-2.5. The time between testing was two (2) minutes. Reportedly, the nurse is sticking finger before the green light comes on. Additionally, the finger is "milked" and the sample is not immediately applied after the finger stick. There was no reported adverse patient sequela. There was no additional information provided.